Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead showed alerts for out of range shock impedances. The impedance has been increasing slowly. Calcification was suggested as a possible cause. A commanded shock was completed. High voltage impedance was within range but still on the higher end. The rv lead remains in service but was determined to continue to monitor the impedance. If it continues to rise a lead revision will be scheduled. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead showed alerts for out of range shock impedances. The impedance has been increasing slowly. Calcification was suggested as a possible cause. A commanded shock was completed. High voltage impedance was within range but still on the higher end. The rv lead remains in service but was determined to continue to monitor the impedance. If it continues to rise a lead revision will be scheduled. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead showed alerts for out of range shock impedances. The impedance has been increasing slowly. Calcification was suggested as a possible cause. A commanded shock was completed. High voltage impedance was within range but still on the higher end. The rv lead remains in service but was determined to continue to monitor the impedance. If it continues to rise a lead revision will be scheduled. Additional information was received mentioning that additional defibrillation threshold (dft) test was completed to test integrity of the system and two 1005 open circuit error codes were triggered. Two shocks were delivered and were not effective, so an external conversion was required. The shock impedance was observed still high, out of range at different vectors. The plan is to schedule at least for extraction and re-implant of rv, but physician has not decided yet. Device still active in service even though conversion efficacy is in question. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.